Event description:
It was reported that the insulin pump alarmed button error and had a partial display. The caller stated that the button error alarm could not be cleared, so the battery was taken out and reinserted, after which the device showed a partial screen. The caller stated that the reservoir icon was missing and that there was a dark circle on the screen. The caller stated that the time would show when the act button was pressed. The caller also reported that the battery life showed empty when the battery had just been replaced 1 day prior. The customer's blood glucose was 17 mmol/l. Upon troubleshooting and insertion of a new battery, the display returned to normal. However, the insulin pump remained stuck on the button error screen, and the alarm could not be cleared. No significant events leading to the issue were observed. The customer was advised to discontinue use of the insulin pump, revert to a back-up plan and replace the insulin pump. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to corroded keypad traces. No unexpected missing segments/partial display anomaly was noted. The pump passed the self test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and a missing end cap sticker.